Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(6).

Event description:
It was reported that patient experienced inadequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an scs system explant procedure. The explanted devices will not be returned as they were discarded by the medical facility.